Manufacturer narrative:
Due to age of the device, it is outside the expected service life, cannot be repaired, and thus has not been returned for evaluation. The reported issue could not be verified and the cause could not be determined. H3 other text : device not returned for evaluation.

Event description:
The customer contacted physio-control to report that their device, "keeps saying connect pads." Customer also reported, "tried different pads and unit wont register pads still." In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
It was reported that the customer will be replacing the device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device, "keeps saying connect pads." Customer also reported, "tried different pads and unit wont register pads still." In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.